Event description:
The pt received a transfusion of apheresis platelets for thrombocytopenia after coronary artery bypass surgery. Before transfusion, platelets from the unit bag were tested fro bacterial contamination using one bact alert bpa bottle in the bact alert instrument. The bact alert bpa bottle is a standard aerobic blood culture bottle used to monitor microbial (bacteria and fungi) growth. The bottle was found to be negative after 5 days of incubation. On day 5, the platelet collection was used in the transfer. Approximately 1 hour after transfusion, the pt had shortness of breath, chills, and a temperature of 102.9 and became hypotentive. The pt subsequently had multiple thrombotic events and died 27 hours later. S. Lugdunensis was cultured from the pt's blood and the leftover platelet bag. The blood culture bottle, after 10 days of includbation, was sent to cdc and retested. No organism at cdc were identified by culture or by gram stain.